Manufacturer narrative:
Updated fields- b4, UDI no, d8, d9, g3, g6, h1, h2, h11, codes (problem, investigation types, finding, conclusion). Corrected fileld: d4 UDI no. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was unable to reproduce the issue, however the safety disk was due for replacement. Fse completed preventative maintenance that was due. The unit passed all functional and safety tests and was returned to customer for clinical use. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed on membrane status. There was no patient involvement.